Event description:
It was reported that air bubbles were observed within the infusion set tubing between the pump and the t: lock. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.